Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Initial testing experienced a constant downstream occlusion. The unit passed add'l upstream occlusion and downstream occlusion tests. The pump was reworked to ensure accurate downstream occlusion detection.

Event description:
It was found during a baxter evaluation that a spectrum pump alarmed for downstream occlusion constantly. There was no patient involvement.